Event description:
The reporter contacted animas on (B)(6) 2014 alleging batteries lasting less time than expected. On troubleshooting with animas customer support, it was discovered that the battery compartment was cracked. Customer support verified that there were low battery alarms recorded in the pump¿s alarm history. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.